Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient's wife woke up around 3:00 am, she noticed that her husband was making some noises likes he was having a nightmare and kept moving his head. When the wife touched him, the patient was sweating a lot, couldn´t focus or comprehend. The dexcom receiver and the alert was showing replace the sensor now, sensor failed. They don't have blood glucose meter or tester, so she tried to give a glucose tablet, but the patient was unable to chew it. She called 911 and paramedics arrived. The wife couldn´t remember what the patient's bg test when the paramedics arrived but the patient was treated with glucose IV and the patient recovered after a couple of minutes. Patient felt fine and paramedics decided not to bring the patient to the hospital. Paramedics went out around 6am in the morning and the wife replaced the sensor. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.